Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". In october 2008, the patient had essure inserted. In november 2008, the patient experienced cystitis ("bladder infection/ infection") and urinary tract infection ("uti"). In december 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss") and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("abdominal pain/pain"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdomen pain"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube). Essure was removed in may 2011. At the time of the report, the fallopian tube perforation, abdominal pain lower, feeling abnormal, female sexual dysfunction, alopecia, cystitis, vaginal discharge, back pain and pain in extremity outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, headache, weight decreased, depression, urinary tract infection and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, pain in extremity, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Current weight as of 30-jul-2018: 135 lbs. Approximate weight at the time of essure placement 145 lbs. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, lab data updated. Events urinary tract infection, abdominal pain, back pain, pain in extremity were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced cystitis ("bladder infection/ infection"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), the first episode of migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"), abdominal pain lower ("abdominal pain/pain"), the second episode of migraine ("migraine headcahes"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and depression ("depression"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube). Essure was removed in (B)(6) 2011. At the time of the report, the fallopian tube perforation, dysmenorrhoea, abdominal pain lower, the last episode of migraine, feeling abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, alopecia, cystitis, headache, vaginal discharge, weight decreased and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, female sexual dysfunction, headache, menorrhagia, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of migraine and the second episode of migraine to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. Events added per pfs: menorrhagia, apareunia, dyspareunia, bladder infection, migraines, headaches, fallopian tube perforation, vaginal discharge, weight loss, essure confirmation test not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("abdominal pain"), infection ("infections"), alopecia ("hair loss"), migraine ("migraine headaches"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent salpingectomy to remove essure device). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, infection, alopecia, migraine, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, feeling abnormal, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.